Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a damaged insulated cable. There was no report of patient involvement. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The reported event with the instrument could not be replicated nor confirmed. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.